Manufacturer narrative:
When attempting to remove the foley catheter, the balloon would not deflate. The patient was discharged with a leg bag and followed up with an urologist the next day. The catheter was removed by the urologist using a CT guided procedure. It was reported that no injury resulted. The sample was not returned for evaluation. No lot number was provided. A root cause has not been determined.

Event description:
The balloon would not deflate.